Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system all keys on keyboard were failed to respond. The customer mentioned that system was rebooted three times. The cable was unplugged and reconnected; however, the issue persisted. An external keyboard was subsequently used through the usb port. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the docking board was defective. A field service engineer found universal serial bus port on docking board was defective, a docking board was not available, so the keyboard was routed to the universal serial bus (usb) port on the neck of the station, then replaced docking board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.